Manufacturer narrative:
(B)(4). Visual examination of the wrench revealed no apparent abnormalities. The torque wrench was mechanically tested and was found to be out of required specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the torque wrench over torqueing cannot be positively determined. The torque wrench has been likely subjected to numerous autoclave cycles during its time in use. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the over torqueing of the wrench can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was non-functional. There was no known patient or hospital involvement. This complaint involves one (1) device.